Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria including ultrasonic oscillation confirmation and appearance. Upon inspection and testing, it was observed that the tissue pad was worn and partially peeled off. Root cause for the event cannot be conclusively determined. It may be that the ultrasonic output was activated when the grasping section was not grasping anything (this includes after tissue resection). This might have caused the tissue pad to wear out and partially peel off. The instructions for use includes the following statements that warn against the issue: do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopic procedure, the tissue pad of the device was peeled back. No piece of the tissue pad was detached. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The settings at the time of the event were maximum 3, 1.

Event description:
Addendum aug 31, 2022: the procedure is either laparoscopic hernia repair or laparoscopic choledochotomy. Event occurred during the middle of the procedure. The doctor stopped using the device after finding the device pad to be peeling. There was no delay to the completion of the procedure. The patient did not need additional anesthesia. It is not known if any alarms or error messages were received. No anomalies were noted when the device was checked with the usg-400.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Please see the updates in sections: b5, g3, g6, h2, and h10. Patient information is unknown.